Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was moisture in the battery compartment. The reporter denied any damage to the battery compartment or battery cap. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: the complaint of moisture ingress could not be confirmed or duplicated on investigation; there was no moisture found in the battery compartment. The pump casing was removed and there was no evidence of any internal moisture. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.